Event description:
An operating room manager reported a surgeon had occlusion issues, resulting in a corneal burn. Additional info was received indicating the occlusion issue occurred during nuclear sculpting. The case was completed, but 5 interrupted sutures were needed to close the 2.2 millimeter wound. An inadvertent filtering bleb was reported to have been needed on postoperative day one. No occlusion bell was heard and no error messages were received.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. Occlusion tests were performed and were within specifications. Aspiration flow rates and phaco outputs were confirmed and met specifications. Routine preventive maintenance was performed. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).